Event description:
During set up, it was identified that the arterial filter had been placed backwards in the circuit. The filter was cut out at the wye connectors and reoriented in order to be able to use the pack.